Manufacturer narrative:
Final analysis of the device revealed no anomaly, normal device function.

Manufacturer narrative:
The catheter was re-connected at the spinal site; patency was confirmed by backflow of csf at pump connector. Per the reporter, the pump was explanted due to the discrepancy of the drug reservoir volume. At the 'intervention surgery' the catheter and pump rotor tests were ok'. No catheter anomalies were identified, so the hcp assumed that the pump malfunctioned. No patient injuries were reported; no adverse effects were known at the time of this report. The medication that was administered via the pump was hydromorphone at a concentration of 2 mg/ml. Catheter model # 8731sc; serial # unknown; implanted (B)(6) 2011; explanted unknown.

Event description:
It was reported that at the patient's pump refill appointment in (B)(6) 2011, there was a volume discrepancy issue; the actual reservoir volume (arv; 30 ml) was greater than the expected reservoir volume (erv; 10 ml). The patient had reported good pain relief following implant. A catheter blockage was presumed and aspiration of the catheter via the catheter access port (cap) was attempted; hcp could not aspirate csf. The pump was programmed to minimal delivery rate. Later, the patient reported an 'electric shock' type of feeling from around pump site and possibly heard a noise from the pump. No abnormalities were seen on logs when pump was interrogated. An exploration procedure was performed on (B)(6) 2011. The spinal incision was re-opened and the catheter was disconnected 'at join'. The spinal segment was found to be patent by flow of csf and injection of contrast under x-ray screening. A rotor arm study was performed on the pump under x-ray screening and was found to be moving as expected. The pump site incision was reopened and the catheter was disconnected from the pump. The proximal catheter segment was found to be patent when flushed and examined; no kinking was observed under x-ray.